Event description:
It was reported that post reprocessing of the monopolar curved scissors (mcs) instrument, the mcs instrument failed an insculscan test. There were no missing or fallen pieces reported.

Manufacturer narrative:
Engineering was unable to confirm the customer reported failure mode. However, engineering evaluation found that the distal end of the main tube has a scratch mark with light material removal. Engineering concluded that the damage was likely due to instrument collisions or rough handling. The instrument also passed electrical continuity testing. No other damage was found. Engineering evaluation also found that the distal end of the main tube has a scratch mark with light material removal. Engineering concluded that the damage was likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.